Event description:
Fracture of alteon screw during screw advancement.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.